Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm after first receiving a no delivery alarm and keypad anomaly. Customer reported of receiving a no delivery alarm and changed infusion set. Customer began to have high blood glucose and was able to resolve with another infusion set change. Customer's blood glucose was 82 mg/dl. Customer reported that numbers began to scroll on screen when attempting to bolus. Customer changed batteries and then received a button error alarm. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted during testing. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a stained end cap sticker.